Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to perform a reset to the device. At the time of contact, patient did not report any injury or medical intervention.